Event description:
It was reported that an absurdity may be related to pacemaker mediated tachycardia (pmt) due to atrial loss of capture resolved by reprogramming the device for a higher atrial output. No further information was provided.